Event description:
It was reported that the right ventricular [rv] lead had poor sensing and capture thresholds. It was also reported that upon fluoroscopy, the rv lead was found to have dislodged. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.